Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported low vacuum during a surgical procedure. The surgery was completed with the same system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2011. Based on qa assessment, the product met specifications at the time of release. A fluidics module was received for evaluation. A visual assessment of the returned sample revealed a small amount of a glue-like residue around the ethernet port. This residue did not impact functional testing. The returned sample was connected to a calibrated system for functional testing. The sample module was found to meet specifications. The returned product met specification. Therefore the root cause of the reported event(s) cannot be determined conclusively. (B)(4).